Event description:
The customer reported that she is having low and high blood glucose. The caller stated that she was unresponsive, and her boyfriend called the paramedics. The caller stated that she took 2 units of insulin to drop her blood glucose to 85mg/dl when it usually takes somewhere around 6.0 units. The caller stated that when the paramedics arrived her glucose level was 32mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and passed. The time, date, basal rates, and bolus wizard were correct. The customer mentioned that she removed the cannula and it was bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.